Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the navigation system lost communication with the pentero microscope following 3-4 minutes of use. It was noted that rebooting the units did not restore functionality. The following day, the issue was noted to have not replicated in a clinical procedure. There was no patient present when this issue was identified.

Manufacturer narrative:
Onsite analysis of the system was performed. No faults were found with the system. The issue was resolved by restoring the scope calibration. Tgz off of a disk. If information is provided in the future, a supplemental report will be issued.